Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump for spinal pain. The date of the event was (B)(6) 2014. It was reported the patient had a sudden change in therapy with symptoms of a reaction to fentanyl. The day of her pump implant (B)(6) 2014; the patient had "a real bad reaction to the fentanyl that was put in the pump at first. The patient was immediately throwing up, had pain in their chest and their blood pressure was really low. The patient could not eat and lost 70 pounds thus the patient was not released from the hospital. The patient was in tears as they were in so much pain. The patient was in the intensive care unit because their body was rejecting the medicine or the pain pump. The patient went home after eight days and still could not eat anything. The medicine was changed to dilaudid (unknown concentration) 3.45 mg/day. Although the patient's blood pressure was so low, it was not as bad as it had been.